Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a real-time electrogram observed noise on the right ventricular (rv) lead that was compatible with the minute ventilation sensor. The physician programmed the minute ventilation sensor off and the noise on the real-time electrogram disappeared immediately. Provocative maneuvers and pocket manipulations were performed and no noise was observed. It was indicated that there had been previous occurrences of undersensing ventricular fibrillation (vf). The device did appropriately recognize and treat the vf. It was also mentioned there were two episodes of oversensing that resulted in underpacing. The device was reprogrammed to ensure adequate therapy. The patient will continue to be monitored appropriately. No additional adverse patient effects were reported.